Event description:
It was reported that during preparation for an unspecified procedure, a shaft break occurred. Upon unpacking the symmetry small vessel balloon dilatation catheter, the shaft broke. The device had no contact with the patient.